Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the ICU physician called to report a pump stop. After several restart attempts, the pump was successfully restarted and is currently operating at p9. The patient hemodynamics: ps: 98/66, lv: 190/108, mc: 1168/997, impella flow: max/min/average: 4.3 l/min each. Based on these values, a thrombus in or on the pump is highly suspected. The pump may stop again at any time. Current flow readings are considered unreliable, and it is uncertain whether the patient is receiving adequate hemodynamic support. A pump change was recommended as soon as possible. The physician wants to consult with the hch background first. The patient survived the procedure and is currently stable.

Manufacturer narrative:
Updated information: d4 catalog number. H6 component updated from g04105 to g04011, g07001. The investigation for the thrombosis and temporary pump stop/high or saturated pump flow has been completed. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of temporary pump stop/saturated pump flow was likely due to bearing wear beyond design life and biomaterial observed at outflow or beneath the impeller based on product analysis.